Event description:
It was reported that the patient needed a new battery for his internal device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v002125, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).